Event description:
The customer observed a falsely decreased alinity c calcium result on one 3 day old patient sample that was not reported out of the lab. The following data was provided: sid (B)(6) initial result = 1.41, repeat result = 2.49(result reported) and 2.50 mmol/l reference range = 1.9 to 2.6 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Correction for h11: additional mfg narrative. Trending review did not identify a related trend regarding commonalities for complaint lot number and issue. See below for results of the investigation: the complaint investigation for a falsely depressed alinity c calcium result included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Return testing was not completed, as returns were not available. The trend review by product list number found no adverse or non-statistical trends related to the current complaint issue. Device history record review did not identify any non-conformances or deviations for the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity c calcium, lot number 26376un23, was identified.

Manufacturer narrative:
The complaint investigation for a falsely depressed alinity c calcium result included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Return testing was not completed, as returns were not available. Trending review did identify a related trend regarding commonalities for complaint lot number and issue. Device history record review did not identify any non-conformances or deviations for the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity c calcium, lot number 26376un23, was identified.

Event description:
The customer observed a falsely decreased alinity c calcium result on one 3 day old patient sample that was not reported out of the lab. The following data was provided:sid (B)(6) initial result = 1.41, repeat result = 2.49 (result reported) and 2.50 mmol/lreference range = 1.9 to 2.6 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = sid (B)(6).

Event description:
The customer observed a falsely decreased alinity c calcium result on one 3 day old patient sample that was not reported out of the lab. The following data was provided: sid (B)(6) initial result = 1.41, repeat result = 2.49(result reported) and 2.50 mmol/l reference range = 1.9 to 2.6 mmol/l no impact to patient management was reported.